Event description:
It was reported that while on a patient, a code was called. The nurse noted that the patient's chest did not seem to be rising. Sats were down to 30. The nurse followed proper protocol and the patient was revived. The initial reporter said that they checked out the device and found that the delivered tidal volume was only half of what was set. He said, he verified this using a manual spirometer.

Manufacturer narrative:
The device log of the involved ventilator has been analyzed at the reported date of event. During investigation in the hospital, it was not possible to reproduce a device problem by a manufacturer service representative. The log analysis showed that no technical malfunction occurred. The device tried to ventilate the patient but due to a combination of a leak and an obstruction less gas as intended reached the patient. The device alarmed the situation accordingly. The root cause for the problem was the patient part, which was not properly assembled after cleaning and disinfection. The correct assembly is described in the instructions for use. This kind of problem in the patient part will be noticed during the pre use check. The reported event is classified as a user error during assembly; the device alarmed the situation as specified.